Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain. Update (B)(6) 2013 - it has been reported that the patient's right hip was revised on (B)(6) 2013 to address a malpositioned acetabular component thought to have led to increased metal ion level. Patient also had pain. Updated may 29, 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf, medical records and sticker sheets. In addition to what were previously alleged, pff alleges metal wear and metallosis. After review of medical records, medical records provided implant record. Doi: (B)(6) 2009 - dor: (B)(6) 2013: (right hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.